Event description:
A ventilator was returned to the manufacturer for routine service. During the evaluation of the device at the manufacturer's service center a ventilator service required an error code related to the charging of the internal battery and external flow sensor was observed. The device was not in patient use. The device's internal battery and external flow sensor were replaced to address the issue.